Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the moderately calcified right and left common femoral arteries (rcfa and lcfa) was attempted with four proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, two proglide devices had a cuff miss in the rcfa and two proglide had a cuff miss in the lcfa. Due to calcium, the vessels were ultimately damaged following the use of the proglides. The sheath was upsized to 14f in the rcfa and 12f in the lcfa. The vessel was incised and the tavr procedure was completed. Hemostasis was achieved with a surgical patch at both access sites. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.